Manufacturer narrative:
Concomitant: dtba1d4 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.